Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, a design change to the operational amplifier circuit of the dr board. Devices included within this design change were shipped after (B)(6) 2018. Based on the results of the legal manufacturer's investigation, this device was manufactured before the design change of the operational amplifier circuit (see h4), therefore, it is likely that the 18 scope images do not appear due to the malfunction of the operational amplifier. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user allegation was confirmed. The evaluation found the device had no images with 180 model scopes and the cause was a faulty board. In addition, the evaluation found slight wear on the video connector socket and on the top cover. However, the video connector was still able to secure the cables. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the connector did not transmit data prior to an unknown diagnostic procedure on the exis exera iii video system center. The image was pitch black. The procedure was completed without delay using the same device. There were no other devices replaced or involved in this event. There were no reports of patient harm.